Manufacturer narrative:
The customer did not provide the log files from the date of the event. The customer has had no further issues. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The bilirubin electrode lot number and expiration date were not provided.

Event description:
There was an allegation of discrepant results for 1 patient tested for bilirubin on a cobas b 221 6 system compared to a cobas c 503 analytical unit. The result from the c503 analyzer was 18.6 mg/dl. This result was believed to be correct as it corresponded to the patient¿s clinical picture. The result from the b221 analyzer was 30.7 mg/dl. Due to this high result, a new sample was obtained and the result from the b221 analyzer was 25.0 mg/dl.